Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm tip-up fenestrated grasper instrument tip broke during the procedure. It was stuck in the trocar, could not be straighter to remove. Trocar had to be removed and replaced during procedure. The tip was broken further to remove instrument from trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments were missing upon instrument removal, no patient injury occurred, the port was not enlarged (trocar removed with instrument inside), the procedure was not recorded, and the instrument was returned to isi.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tip-up fenestrated grasper instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 46.55mm from the distal tip. A piece measuring proximately 2.92mm x 7.56mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h11 for follow-up information.